Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the outer tube had a dent. The lg-bundle of the video cable section was broken and light transmission was lost or too low a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section was broken and therefore the light transmission was lost or too low. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had poor vision. The event occurred at the end of a medical procedure. There was no report of patient harm.